Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and observed proper device operation through functional and performance testing.  There was no device issue observed.  The device was returned to the customer for use. Physio-control performed a review of the device keylog file along with the downloaded patient event record.  This review confirms that, during the first 13 minutes 39 seconds of use, the device user removed the defibrillation charge 5 (five) times by pressing either the charge or energy down buttons. The device user also switched to the manual mode 4 (four) times during this period of time and delivered 3 shocks in the manual mode. After the first 13 minutes 39 seconds of use, the device user used the device in the manual mode for the remainder of the patient call and delivered 11 additional defibrillator shocks to the patient.  Physio-control has determined that the use error occurring during this event may have contributed to the death of the patient.  Physio-control has sent an offer to provide additional training regarding the use of the device.

Event description:
The customer reported that during a patient event, their device was automatically reverting to AED mode from manual mode, which was causing the device to dump defibrillation energy. This occurred during the event when attempting to deliver defibrillation energy to a patient. The patient did not survive the event.   The patient was reported to weigh between (B)(6).